Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the date range listed in the pump history file. The pump history file lists data from (B)(6) 2019 to (B)(6) 2020. Unable to list the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2022 and the days prior to the event date due to no data available in the formatted history file. There was no data available for the history review 1 week prior to the event date (B)(6) 2022 in the formatted history file. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported death due to heart problems, ulcer, small intestine stop getting blood flow. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and has been returned for analysis.